Manufacturer narrative:
(B)(4). Visual inspection noted that plastic components were deformed. The manner in which these components were deformed indicated that the device had been exposed to temperatures beyond what is recommended for sterilization. The condition that the instrument was received in precluded the functional testing required for accurate root cause determination.

Event description:
Reportedly, reloaded the stapler and the cartridge wouldn't fire. Opened another instrument to complete the case. No pt injury. Procedure: unk.